Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was getting a 1707 code (poor communication) and having difficulty recharging. Patient said it can take a few attempts to get coupling. Physician did use same pocket as 3058 previously implanted and patient indicated yesterday when they spoke that she can not feel the ins. Caller has not met with patient and we discussed trying to find the sweet spot for recharging. Additional information was received on 2021-06-11 and it was stated that the patient had seen this error message 1707 two times and that it was believed that the most likely cause was that the ins device was implanted too deep in the pocket(more than 1 inch) and it has been determined that the patient will have a surgical procedure to revise the pocket on (B)(6). It was also stated that it takes many, many tries before it will eventually connect and charge,